Manufacturer narrative:
Analysis: the device was not returned for analysis. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the patient implanted with this bioprosthetic valve presented to the hospital (B)(6) days following implant with fever (102 degrees) and nausea. The patient died (B)(6) later. Cause of death was unknown. Autopsy revealed heavy vegetation on the valve. Autopsy report revealed fungal endocarditis, likely (B)(6). Cultures were obtained from the operating room and were negative. It was reported that prior to implant the valve was soaked and rinsed in 2 basins, each containing 500 ml nacl, for 30 seconds each. The valve will not be returned.